Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting sofia sars results for 1 asymptomatic (off label use - at the time of testing) patient. The patient had 3 samples tested consecutively yielding 2 positive sofia sars results and 1 negative sofia sars result. No confirmatory testing completed.